Event description:
It was reported that during a pta procedure of a calcified vessel, the catheter balloon wouldn't deflate. A 5ml syringe was used (10cc or larger recommended) to deflate the balloon. The catheter was cut in order to deflate the balloon for removal. The procedure was completed when the reported incident occurred. No further complications were reported.